Event description:
During the device evaluation, it was observed that the colonovideoscope exhibited foreign material in the device forceps channel port, on the camera cover (c-cover) and on the adhesive around objective lens. There was no patient involvement and no harm was reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root case of the observed foreign material could not be determined, however, the issue was likely the result of insufficient device cleaning/reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.